Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot# unknown) sigphandle, sig power sigphandle handle, (serial# unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic-assisted laparoscopic nephrectomy procedure, in the renal artery transection, after clamping, the reload was fired as normal. While the user was opening the device, bleeding was noticed. The stump of the renal artery was grabbed, and then the surgeon noticed that there was a section that was not stapled but was cut. Upon examination, half of the reload had been fired and the other half had not. The surgeon did not see that there were many staples in the patient; after seeing four staples at the proximal part of the staple line, no other staples were seen. Visually, the distal portion of the reload still had staples in it that had not been deployed. The surgeon attempted to control the excessive bleeding with blood replacement therapy; however, it was not successful. The procedure was converted to open. The patient died on the same day.

Event description:
According to the reporter, during a robotic-assisted laparoscopic nephrectomy procedure for the patient with metastatic cancer, in the renal artery transection, after clamping, the reload was fired as normal. While the user was opening the device, bleeding was noticed. The stump of the renal artery was grabbed, and then the surgeon noticed that there was a section that was not stapled but was cut. Upon examination, half of the reload had been fired and the other half had not. The surgeon did not see that there were many staples in the patient; after seeing four staples at the proximal part of the staple line, no other staples were seen. Visually, the distal portion of the reload still had staples in it that had not been deployed. The procedure was converted to open 15 minutes after the start of the bleeding. The surgeon attempted to control the excessive bleeding with blood replacement therapy; however, it was not successful. The patient died in the operating room. The official cause of death was hemodynamic instability.

Manufacturer narrative:
Additional information: a1, b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.